Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that their insulin pump had a partial display. The customer's blood glucose level was 183 mg/dl at the time of the incident. Customer stated the top bar where the time, reservoir, and battery compartment is missing. The customer stated the pump was neither dropped nor bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify missing segment due to physical damaged to lcd glass.